Manufacturer narrative:
The reported event was confirmed as use related. It was unknown whether the device had met specifications. The product was used for treatment purposes. The failure was caused by the misuse of the product. No sample was returned for evaluation. A potential root cause for the issue could be "patient has fecal incontinence or is menstruating and is unaware of their condition or the restrictions of use." The device history record review was not performed as the event is use related and lot number was unknown. The instructions for use were found adequate and state the following: " not recommended for patients who are: agitated, combative, or uncooperative and might remove the purewicktm female external catheter. Having frequent episodes of bowel incontinence without a fecal management system in place. Experiencing skin irritation or breakdown at the site. Experiencing moderate/heavy menstruation and cannot use a tampon ." Recommendations: replace the purewicktm female external catheter every 8-12 hours or when soiled with feces or blood. Change suction tubing per hospital protocol or at least every thirty (30) days." H11:section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the patient had a urinary tract infection with e. Coli. Patient spoke with doctor and the doctor could not confirm whether the purewick caused the urinary tract infection. Representative confirmed that the patient also suffered from fecal incontinence. Liberator representative recommended to keep a close eye on the patient to ensure that when a bowel movement occurred the wicks should be removed, the patient was cleaned, and a new wick was used. Liberator representative also recommended that the patient need to consult with the doctor again if the issue persists. Patient had been using the purewick products for more than 90 days. It was unknown if the device contributed to the urinary tract infection at this time and medical intervention is unknown.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient had a urinary tract infection with e. Coli. Patient spoke with doctor and the doctor could not confirm whether the purewick caused the urinary tract infection. Representative confirmed that the patient also suffered from fecal incontinence. Liberator representative recommended to keep a close eye on the patient to ensure that when a bowel movement occurred the wicks should be removed, the patient was cleaned, and a new wick was used. Liberator representative also recommended that the patient need to consult with the doctor again if the issue persists. Patient had been using the purewick products for more than 90 days. It was unknown if the device contributed to the urinary tract infection at this time and medical intervention is unknown.